Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the hakim valve could not be programmed after implantation and the patient had difficulty with walking; therefore, the device was revised. The valve was implanted to the patient; however, date of implant and initial setting are unknown. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a crack in the valve casing. Due to the condition as received; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The cam magnets were controlled and passed testing. A review of manufacturing records could not be performed, as no lot number information was provided. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving a hard knock. The root cause for the crack in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Stator dislodgement of chpv has been previously investigation. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. This issue will continue to be monitored through monthly complaint trending and the post market surveillance process.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.